Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high compared to a doctor¿s meter. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013, at an unknown time she obtained a reading of ¿203mg/dl¿ compared to ¿123mg/dl¿ on a doctor¿s meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported on (B)(6) 2013, at an unknown time in proximity to the meter issue, she developed symptoms of ¿fainting.¿ the patient reported having no treatment in response to the alleged issue. It is unclear if the patient loss consciousness. It is unclear if she was alone or if she had assistance. It is unclear how she revived. It is unclear if the patient was at a doctor¿s office at the time of the alleged issue, and the events leading up to the doctor¿s office visit. It is unclear how the alleged meter issue caused the alleged injury. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient¿s test strips were in good condition and the patient was using an approved sample site for testing. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. Although the correlation between the alleged meter issue and the alleged injury remain unclear, despite repeated attempts, the patient was unavailable for follow up questions. This complaint is being reported because the patient claims she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/25/2013). The patient¿s meter and test strips have been returned on 10/14/2013 and evaluated by lifescan product analysis on 10/16/2013 and 10/25/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.